Event description:
It was reported the pt suffered a witnessed vfib arrest and was brought to the ed. While in the ed hypothermia therapy was initiated using the arctic sun. The pt was taken to the cathlab from the ed where she underwent pci as a result of an occlusion to her lad. Three drug eluting stents were placed. After the cath lab the pt was transferred to the ccu where she was in cardiogenic shock. The pt required multiple vasopressors for blood pressure and cardiac support. After 24 hours the pt suffered renal failure requiring crrt. Warmers and bairhuggers were reportedly used with the crrt therapy. After an unk length of time the pads were removed and at that time the facility noticed burn like skin injuries on the pts right leg. Wocn and burn team was consulted for further treatment. Subsequently the pt passed away from the illness. The pt had bilateral iliac aneurysms which prevented the insertion of an intra aortic balloon pump. The ICU educator shared that the arctic sun device was discontinued when it was clear that the pt had progressed to multi-sys organ failure. The right thigh pad was sharing surface area below the sheath and covered only part of what the ICU educator described as "a limb that was remarkable for multiple blisters extending distally well below the boundaries of pad placement." The ICU educator described the pt scenario as a "protoplasm problem." The ICU educator described the pt scenario as a "protoplasm problem" in the face of presumed severe neurologic insult. The ttm therapy was completed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received the arctic gel kit which contained two small back pads and two large thigh pads. No lot number was provided with the pads. Each pad was individually inspected for any manufacturing related defect. Inspection noted no damage to any of the four pad connectors. Further inspection revealed no tubing-related damage and all connections to bards were normal. All pad manifolds were properly bonded over the pad manifold holes ensuring no restrictions to proper flow (e.g. Flow would not be restricted because of improper manifold position when bonded). All pad profile cuts met specification (e.g. None of the pads had profile cuts into any of the flow paths which would result in an air leak into the system and lower flow). Further inspection noted that skin was adhered to the hydrogel layer of one of the pads. An arctic sun m2000 (B)(4) was connected to the pads and flow was initiated in manual mode with water temperature set to 28°c. After machine exited bypass flow, each pad was individually disconnected from the fluid delivery line and then reconnected after a few seconds. This was performed in order to introduce air into the pads and allow visualization of the flow of air bubbles through all the channels of each pad to observe for proper flow. All pads demonstrated proper flow through all of the channels.(e.g. No apparent significant restrictions or complete occlusions were observed). The pads were left connected to the machine under manual flow until the temperature and flow rate were stabilized. The control pressure was also stable at approximately -7.1 psig (e.g. No air leaks in pads). The flow rate stabilized at approximately 2.3 lpm. The pads showed no obvious signs of misuse or manufacturing defects. The pad kit flow rate met the minimum specifications for flow rate at the conditions tested. Evaluation of the case data revealed that the arctic sun unit functioned properly. Therapy was started at 2:39am on (B)(6) 2015 and ran for about 24 hours. Therapy was placed in stop mode at 2:48am on (B)(6) 2015 and was stopped for about 14 hours and 16 minutes. Therapy began again at 5:04pm on (B)(6) 2015 and ran until 3:02am on (B)(6) 2015 when the therapy again was placed in stop mode to end the case. The flow rate was adequate for the periods of time that the machine was providing therapy. During therapy, the water temperature of the unit responded appropriately to the patient's temperature to bring them back to target temperature. The point in which the patient's temperature went below target can be attributed to any medications that may have been given too close to the patient reaching the target temperature of 33c causing the patient to overshoot to a temperature below 33c. The root cause of the skin injury cannot be determined; however, it is most likely due to the combination of the patient's comorbidities and the use of high dose steroids and vasopressors accompanied with the patient's heart injury. The current arctic sun 5000 operator's manual states the following cautions: if accessible, examine the patient¿s skin under the arcticgel pads often, especially those at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bag or other firm positioning devices under the arcticgel pads. Do not place positioning devices under the pad manifolds or patient lines. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status, steroid use or high dose vasopressor therapy. If warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. If needed, place defibrillation pads between the arcticgel pads and the patient¿s skin. The current arctic gel pad instructions for use also state the following cautions: carefully remove arcticgel pads from the patient¿s skin at the completion of use. Aggressive removal or removal of cold pads from the patient¿s skin may result in skin tears. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bags or other firm positioning devices under the arcticgel pads. Do not place any positioning devices under the pad manifolds or patient lines. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.